Manufacturer narrative:
Insulin pump received with button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and had a button error and buttons were unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the customer was unable to see time due to alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.